Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedance measurements below 200 ohms in the right atrial (ra) channel. An xray was done and confirmed appropriate lead positioning. Technical services (ts) was contacted, reviewed the data, and recommended follow up. This ra lead remains in service. No adverse patient effects were reported.